Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that a signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.